Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was performed a corrective maintenance for the console. The coolant was refilled, optical bench was inspected for debris, ensure alignment of product, aiming beam intensity was checked and failed; therefore, it was determined that aiming beam was defective and required replacement. After aiming beam was replaced, the issue was resolved, and the unit was within specification. Therefore, the reported allegation was confirmed leading to the reported event. After replacing the aiming beam, functional test was performed, and no observed issues. Most likely the component damaged could have affected the device performance leading to the event experienced by the customer. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the console aiming beam was unable to change, the laser tip won't adjust after changing settings. The procedure was not completed, it was cancelled. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during procedure the console aiming beam was unable to change, the laser tip won't adjust after changing settings. The procedure was not completed, it was cancelled. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.